Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini system not allowed to issuing medication out. The nurse reported that this malfunction occurred during the dispensing of oxycodone 10mg tab but after logging into the cabinet they saw that oxycodone 10mg tab was not stocked in cabinet. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user attempted to issue a 10mg medication, but the system did not allow the transaction to proceed. A technical support specialist (tss) verified that the medication was listed in the patient¿s med orders as n/a and confirmed that oxycodone 10mg was not stocked in the cabinet, while oxycodone 5mg was available but at zero quantity. Although issuing two 5mg tablets as a med equivalent was possible, the empty cubies prevented the customer from pulling the medication, resulting in the issue. The system functioned as intended after the technical support specialist assisted the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank mini system not allowed to issuing medication out. The nurse reported that this malfunction occurred during the dispensing of oxycodone 10mg tab but after logging into the cabinet they saw that oxycodone 10mg tab was not stocked in cabinet. There were no adverse events or injuries reported based on this event.